Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Caller did not provide product information for the compact plus system.

Event description:
Customer reportedly received results of 20.5 mmol/l and 15.4 mmol/l within 10 minutes on the mobile system, and 10 mmol/l on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.